Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement suretrak2 large clamp shipped to site (B)(4) 2014. - no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the hex head of the adjustment screw is slightly rounded out along with tool marks around the outside edge of the screw head. However, the adjustment screw is still usable. The reported event was confirmed to be caused by physical damage. As previously reported, a replacement part shipped to site for issue resolution.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, a site's large suretrak2 clamp was visibly damaged. Damage was discovered after the procedure, when attempting to remove the clamps from the instruments. The surgeon tightened down the clamps onto the instruments, causing the screws to strip and the driver to bend. No further details were provided. Replacement instrument was requested. There was no delay in therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.